Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown),the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Review of the clinical data log showed that the device appears to be recognizing that the pads are attached. CPR pads were recognized, which means that a CPR adaptor appears to have been used. The adapter was not returned as part of the investigation. No trend is associated with reports of this type.